Event description:
Report received indicating patient death. Reporter indicates that patient had viral flu symptoms with vomiting. Self-treated several days, taken to hospital, placed on life support equipment, which was disconnected per family request. Cause of death not available despite attempts to obtain. Pump not returned or made available for evaluation.